Event description:
The customer contacted physio-control to report that their device could not be powered on during the daily user test. The batteries of the device were replaced but the device could not be powered on. When the device was given to someone else at the customer, it could be powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Physio-control evaluated the device, but could not verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported issue could not be determined.